Event description:
Customer submitted product and patient information for a complaint but did not describe the complaint itself. Customer reports the product was not used on a patient and did not cause harm. Additional information received on 08-june-23: customer reported that while inserting the 5fr double lumen PICC, the rubber stopper where the insertion wire/stylet passes through leaks saline and draws air into the syringe on the extension piece.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Customer submitted product and patient information for a complaint but did not describe the complaint itself. Customer reports the product was not used on a patient and did not cause harm. Additional information received on 08-june-23. Customer reported that while inserting the 5fr double lumen PICC, the rubber stopper where the insertion wire/stylet passes through leaks saline and draws air into the syringe on the extension piece.